Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon the completion of the plant's investigation.

Event description:
It was reported by the patient's peritoneal dialysis nurse that the patient was diagnosed with peritonitis on (B)(6) 2016, following a culture performed on the same day, which was positive for gram positive cocci. The patient was reportedly not hospitalized, but was treated with heparin for fibrin, and vancomycin and ceftazidime for the infection. The nurse believes that source of peritonitis was touch contamination, and confirmed that the patient did not complain of abdominal pain, nor had fever. The patient finished their antibiotic regimen on (B)(6) 2016, and will be re-cultured on (B)(6) 2016. The patient is currently well.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device history record review confirmed the labeling, material, and process controls were within specification.